Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during use. The home patient (hp) stated they had cycled the power on the machine before the alarm occurred. The technical service representative (tsr) had the hp cycle the power to press go to start and had the hp disconnect and removed the cassette. The tsr explained the alarm and assisted the hp to clear the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated the alarm occurred because they disconnected too early. The hp understood the proper disconnect procedure. The hp stated that they were able resume therapy successfully with new supplies and have been performing therapy successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for system error 2367 was confirmed. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A label review will be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.